Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right ventricle lead was dislocated due to the patient mobility post-operation. Repositioning of the lead corrected the issue with no adverse effects for the patient.